Event description:
It was reported that the screen of the subject device appeared blurry. The event occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected. Reasonably known information suggests probable causes such as damage or deterioration of parts, environmental issues such as dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems such as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.